Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that to resolve the malfunction the station need to be rebooted. The customer restarted the station and verified that the device communication had been reestablished. The system functioned as intended after the custome troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system was experiencing a communication failure. The customer reported that the station was indicated as being offline, which resulted in a delay in the administration of medication to the patient. There were no adverse events or injuries reported based on this incident.